Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented for a follow up. A message displayed info the user of invalid diagnostics data. After the device images were saved, the atrial output setting automatically changed. The device remained implanted.